Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, high impedance values were observed on the right ventricular (rv) lead. The physician decided to monitor the patient remotely and no further action will be taken. The patient was stable with no adverse consequences.